Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 4. Reference MFR report #3006705815-2017-00093, #1627487-2017-00540, #1627487-2017-00565. It was reported the patient went to the emergency room due to pain in the low back, swelling at the incision sites and numbness in the feet. The CT scan revealed an accumulation of fluid but could not identify an abscess. Also a blood test showed the white blood cell count was very elevated. The surgeon explanted the system.